Event description:
The customer reported the system did not fluoro. They rec'd a filmer stuck error message.

Manufacturer narrative:
The ge svc rep lubricated the filmer. He verified filmer function and verified system boot and fluoro function. The system operates as intended.